Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that glenoid pin is too large for glenoid reamer. Would not slide down shaft of pin. The product was returned to depuy synthes for evaluation. The complaint unit was forwarded to the manufacturing site for further evaluation. The investigation revealed that the glenoid pin 3.5x230 exhibits signs of use. A dimensional inspection has been conducted by the manufacturer, and the device does not meet specifications. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenoid pin 3.5x230 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nr was created to address current complaint condition. Corrected: h3.

Event description:
It was reported that glenoid pin is too large for the glenoid reamer. It would not slide down the shaft of the pin.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.